Event description:
Medical affairs was unable to get in contact with the pt and sent a letter to obtain more clinical info. The meter displayed insert test strip after the test strip was inserted into the meter. The pt was unable to obtain a blood glucose reading on the meter and visited his physician for assistance and was treated. No information on what his blood glucose reading was on the physician's meter, what he was treated with or if he experienced any symptoms. Customer service assisted the patient in cleaning the meter and issue was not resolved. This case is being documented as a malfunction, since the insert test strip message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.